Event description:
According to the rptr, she first began to experience symptoms related to latex four yrs ago. The symptoms began as a rash and hives on her hands. The symptoms have progressed to include shortness of breath, tachycardia, headache, dizziness, various infections, abdominal cramps, sneezing, flushed/reddened/puffy face, severe asthma, and anaphylactic shock. She was diagnosed with the latex allergy in 01-1998. She has been hospitalized four times due to her allergy. The latest hospitalization occurred in january for a duration of 13 days. The rptr has been on workman's compensation since 01-08-1998.